Manufacturer narrative:
A philips field service engineer went on site to evaluate the device and confirmed that the device was not working as intended. The device failed operational checks. Replacing the power pca resolved the symptom.

Event description:
This customer reported an unspecified issue with the device during a cardiac arrest. There was no death or serious injury as a result of this issue.